Manufacturer narrative:
One device was received in used condition without the original package. Per visual inspection, no visual defects were detected. Per functional testing the device inflated and deflated normally, and no leaks were detected in any cuff. The complaint was not confirmed. No other analysis was performed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No root cause could be determined since the complaint was not confirmed. No corrective actions were taken.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after inflating the cuff, the client attempted to deflate in order to extubate the patient before awakening from anesthesia. However, the air in the cuff did not escape. The customer suspected a blocked inflation line. Patient injury or adverse effects have not been reported.